Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400574005. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in germany: "overinfusion" according to the customer: "perfusor is said to have given too high a delivery rate. Please determine key actuations(B)(6) 2022; 04-06.00, date and time in the pump are not current."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4) ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: perfusor space 2.2 article number: 8713030 2.3 serial number/batch: (B)(4) 2.4 software version: 688l030003 2.5 hours of operation: 18764 h 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. According to the customer description, october 1, 2022 was listed as the day of the incident. No infusion therapy could be found in the device history on that day. So, the day before, september 30, 2022, was analyzed in more detail. At 4:43am, an "ops 50ml" syringe was selected. The drive head of the pump started to move towards the plunger of the syringe. According to the device history, an empty syringe was gripped. The fill level of the syringe was 0 ml. That is, 12 seconds after the operator confirmed the syringe, the syringe end alarm appeared, which in turn was acknowledged 3 seconds later. At 4:49am, the pump was placed in standby mode. 3.2 visual inspection: a visual inspection was performed on the pump. The cover caps of the lower housing were present, but the technician seal was removed. No visible damage was found. 3.3 functional inspection: a functional test was performed. The device passed the self-test. There is visible damage to the lcd display, but this has nothing to do with the product complaint. An ops 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection syringe change: for checking the complaint malfunction the device was started and a ops 50ml was inserted 5 times to see if the syringe was correctly recognized and grasped. No error could be detected. 3.5 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,62%. Accuracy of set delivery rate should be(B)(4) according to iec/en 60601-2-24. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.